Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm . It was reported during a follow up CT , that an endurant limb enlw1616c93ej had migrated and a type ib endoleak had occurred. The physician performed additional treatment by implanting another endurant limb and the endoleak had resolved.  As per the physician the cause of the event was due to the patients increasing age which lead to blood vessel change. No additional clinical sequalae was provided and the patient is fine.